Event description:
The patient stated that he experienced the separation of his infusion set tubing near the luer-lock connection on two occasions. He stated that after engaging in physical activity, he began feeling "funny". At that time, he measured his blood glucose and observed a reading of 292 mg/dl. He reported no other specific symptoms related to his elevated blood glucose level. He reported a normal blood glucose range of 110-120 mg/dl. As he measured his blood glucose, he smelled insulin and then noticed that the tubing had separated near the luer-lock connection. He changed his infusion set and delivered a bolus of insulin using his infusion device. The infusion sets were replaced and the product was requested to be returned for evaluation. The patient did not require medical assistance from a healthcare professional or second party to address the issue.